Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the high resolution stereo viewer (hrsv) to perform failure analysis and the reported failure was replicated during in-house testing and confirmed via system logs. Upon visual inspection, no issue was found that would relate to the complaint. The hrsv was then installed onto the golden system. Upon powering up the system, there was no image on the hrsv, it was completely black. The probable root cause is attributed to display defect pertaining to the hrsv monitor.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. As of the date of this report, the hrsv has not yet been received by isi for evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was no image displayed for the left high resolution stereo viewer (hrsv), and the da vinci logo did not appear. A hard power cycle did not resolve the issue. The procedure was aborted, and no patient involvement was reported.